Event description:
Customer states he received a button error alarm and is not able to clear. Customer's blood glucose was 150 mg/dl after troubleshooting, customer was advised that pump would need to be replaced and to revert to backup plan per health care provider. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.